Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an impedance alert showed the lead displayed high impedance. The threshold for the alert was increased. The lead remains in use and no patient complications have been reported as a result of this event.